Manufacturer narrative:
(B)(4). Batch # unk. Event date is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the blade tip was broken off outside the patient. The surgeon commented that the device touched clips before the blade tip was broken. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r94z1n. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device and the cable was also cut off. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. No functional testing could be performed as due to the returned condition of the instrument. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.